Event description:
It was reported by a peritoneal dialysis (pd) nurse that a fluid leak was discovered during treatment complete of pd treatment training in the clinic. The patient encountered air detected in cassette warnings. The nurse then noted a fluid leak with there being fluid in the pump module and on the external cassette. Technical services suggested to let the cycler dry out and try and resume use for the next treatment. Upon follow up, the nurse verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was prescribed a prophylactic regimen of antibiotics. The cycler is not available to return for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical an exterior visual inspection of the returned cycler showed no sign of physical damage. There were no visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The vacuum test failed. Failure due to clogged hp filters. The accelerated stress test passed. No fluid leaks were found during the removal of the cassette. There were no visual discrepancies encountered during the internal inspection. The mushroom head check passed. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that a fluid leak was discovered during treatment complete of pd treatment training in the clinic. The patient encountered air detected in cassette warnings. The nurse then noted a fluid leak with there being fluid in the pump module and on the external cassette. Technical services suggested to let the cycler dry out and try and resume use for the next treatment. Upon follow up, the nurse verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was prescribed a prophylactic regimen of antibiotics. The cycler is not available to return for analysis.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that a fluid leak was discovered during treatment complete of pd treatment training in the clinic. The patient encountered air detected in cassette warnings. The nurse then noted a fluid leak with there being fluid in the pump module and on the external cassette. Technical services suggested to let the cycler dry out and try and resume use for the next treatment. Upon follow up, the nurse verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was prescribed a prophylactic regimen of antibiotics. The cycler is not available to return for analysis.